Event description:
The customer reported that erroneous thyroid stimulating hormone (tsh), prolactin, human chorionic gonadotropin (bhcg), human luteinizing hormone (hlh), follicle-stimulating hormone (fsh), and ferritin results were generated on an access 2 immunoassay system for a single patient across multiple days. This report represents the erroneously elevated prolactin result, above the normal reference range, which was generated on an access 2 immunoassay system on (B)(6) 2012. The elevated prolactin result was released from the laboratory. The patient was administered eltroxin and hormone replacement therapy. It is unknown for which assay result the patient was administered the medications. The medication has since been stopped. The customer indicated that the initial patient result was confirmed via repeat testing on another beckman coulter inc. Instrument, however no instrument details or patient results were provided for the second beckman coulter inc. Instrument allegedly involved in this event. Because the initial result did not correlate with the patient's clinical picture the patient was redrawn and retested using an alternate methodology. Beckman coulter inc. Assessment of customer supplied data indicated that upon subsequent patient redraw and testing using an alternate methodology, the prolactin result was lower, regarded as normal, and not questioned by the customer. Beckman coulter inc. Assessment of customer supplied patient data indicated that additional assay results were provided, however these results were not in question in association with this event. The sample was collected in a serum sample tube, was a fresh sample, stored at room temperature and was tested shortly after collection. The sample was centrifuged at room temperature prior to testing. There was no sample quality issues noted. Assay quality control (qc) values were within the customer's established ranges during the timeframe of the event.

Manufacturer narrative:
Service was not dispatched to the site for this event. The sample was returned to beckman coulter inc. For patient sample interference testing. Heterophile investigative testing could not be performed for prolactin as the volume of supplied patient sample was too low to perform testing. For the patient's prolactin results, the root cause of the event is unknown. Associated mdrs: 2122870-2012-01030, 2122870-2012-01040, 2122870-2012-01041, 2122870-2012-01042, 2122870-2012-01043, 2122870-2012-01044, 2122870-2012-01161.